Event description:
Per independent repair center statement, the irc5po2 concentrator had low o2 (yellow light) and the alarm would not function. The key failure was the power switch had no alarm. Additional malfunctions were leaking bed hose, heat exchanger and gear clamp.